Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event after the first meal announcement during the learning period of ilet use, with a documented blood glucose of 50 mg/dl and subsequent self-treatment with oral glucose that returned values to range. Symptoms included headache, dizziness, weakness, and shaking. Outcomes included an urgent low glucose that was resolved without hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and the cause of hypoglycemia remained unclear in the context of early learning period use. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.